Event description:
This report cites a report from a distributor. The distributor claims that a pt at a user facility contracted meningitis at some time following an incident involving a leaking infusion set. The pt was receiving intrathecal therapy when the leak occurred.